Event description:
It was reported that the pump connector broke. Reportedly, this was a prophylactic replacement as the catheter near the pump connector was broke. A new piece and pump connector was replaced. The patient experienced no symptoms and was doing well at the time of the report. Additional information was requested. It was unknown if any diagnostic testing was done nor the cause of the break. It was unknown how the patient was currently doing and if receiving effective therapy. This device system delivered dilaudid.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).